Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a touchscreen that was not responding. There was no patient involvement when the issue occurred. There was no patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a touchscreen that was not responding. The customer was provided with the part number for a replacement user interface (ui) assembly.

Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. A follow up was performed with the customer, and it was initially reported that the replacement part (user interface assembly) was on backorder, and the repair could not be completed. The customer then requested to place an order for a replacement touchscreen, and the customer was advised to contact the parts ordering department for service. Additional follow-up contacts were performed with the customer; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. The investigation concludes that no further action is required at this time. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.